Manufacturer narrative:
Based on the claim against the product by the customer noting cable issue an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the cable fiber optic to resolve the reported issue. The system was tested and verified as ready for use. The complaint regarding cable issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported the blue fiber cable connector was pulled out and was damaged. There was no report of injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. Technical support was contacted for troubleshooting, and it was not completed. The csr confirmed that the ports were placed when the issue happened. After ports were placed, the robot was brought in to be docked in and that is when the fiber cable was stepped on and it came out. Technical support was contacted, and field service engineer (fse) was dispatch for the cable replacement. The surgeon had closed up the patient at this point while waiting for the fse. The patient was waiting in the surgery room (after being closed up) and the surgeon decided that they were just going to postpone the procedure. Additional information was obtained: the csr confirmed that the patient was brought back in on (B)(6) 2023 and the procedure was completed successfully. The surgeon placed the incision in the same site so that the patient does not have any additional scarring and ports were placed in the same incision site. There were no injuries to the patient during both events on (B)(6) 2023. Fse replaced the fiber cable, and the issue was resolved.